Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received three vibrations on their insulin pump after giving himself a bolus. The patient's blood glucose level ranged from 50 to 110 mg/dl at the time of the event. The customer stated that there were no significant events that could have led to the issue. The customer was educated on the purpose of those vibrations and was informed that the pump works as designed. No further information was provided.